Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the pump displayed a fill estimate of 70 units and remained static at 70 units. The customer was unable to provide the amount they filled the cartridge with or how much insulin had been delivered from the pump after filling the cartridge. The customer's blood glucose level was 268 mg/dl. The customer stated this was due to their breakfast. The customer administered a correction bolus. Reportedly, the insulin gauge continued to decrease as intended.